Event description:
A customer reported that the t:slim x2 pump battery was not charging properly. There was no adverse impact to the customer¿s blood glucose level. The customer used the tandem charging cable and wall adapter, attempted to charge the pump by leaving it plugged into a working outlet, but experienced an unstable connection that required holding the cable in place. Technical support decided to send a replacement tandem cable and wall adapter which ultimately resolved the issue.